Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge with insulin resistance was felt. Multiple syringes were used. No additional information was provided. There was no reported impact to blood glucose.